Manufacturer narrative:
Boston scientific received information that the complete lead was returned severed at 28 cm from the is-1 pin and with the extracting stylet stuck in the distal segment. A set screw mark noted on all terminal connectors and the clear medical adhesive was torn and separated form the gore material at the proximal end of the spring electrode and the proximal spring stretched at this point. Abrasion damage was also noted on the distal shocking coil area. Detailed analysis revealed the distal shocking coil was abraded through and most likely rubbed against a surgically abandoned lead. This finding could have contributed to the clinical observations. Analysis confirmed the field allegation.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to noise on the right ventricular (rv) channel. Upon further evaluation, it was noted that the rv lead exhibited loss of capture along with high out of range pacing and shocking impedance measurements for an unknown reason. Seven days later a lead revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. The device remains implanted in the patient. No adverse patient effects were reported.